Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock, section: table 3.2 impella catheter components: ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ section: cleaning: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
The complainant had an impella 5.5 pump placed to support a patient with known cardiac history. The patient was in cardiogenic shock/hypovolemic shock. The pump was placed and there was an observation made of swelling at the site. We received a notification via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured left axillary impella site hematoma with a "possible" relationship to the impella device used: ¿patient had worsening pain over impella site. L axillary hematoma was monitored but worsened. Chest cta obtained. Patient had debridement, irrigation, evacuation of l axillary hematoma. Jp drain inserted. Removed (B)(6) 2025. Deep wound culture was positive for moderate wbcs, light staph epidermis. Fungus culture." The patient did not recover/resolve. Additionally a month later, the team observed a purge sidearm leak which caused no harm. No changes in the purge flow or purge pressure. The team continued to monitor.

Manufacturer narrative:
The investigation of access site bleeding, and infection/sepsis has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. The cause of the purge leak - pump was most likely a leak from the sidearm due to clinical details stating as such; however, the exact location and cause of the leak was not determined due to no product returned. D6b explant date added.